Manufacturer narrative:
Date of event is unknown, additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the flickering image from the 1280 resolution was due to the faulty printed circuit board. The most probable cause of the complaint was cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video system center exhibited the flickering image from the 1280 resolution. There was no patient involvement.